Manufacturer narrative:
It was reported that the surgeon had to re-cut the tibia, due to a 17 degree variation between the planned and resulting cuts. Investigation of the log files found that the tibial registration was restarted by the surgeon twice. The third registration was rejected three times before finally being accepted on the fourth try. The registrations were rejected due to relative movement detected between the tibial alignment guide and the tibial adjustment mechanism. It appears that the fixation of the tibial adjustment mechanism was inadvertently loosened. Device not returned to manufacturer.

Event description:
It was reported by the sales rep in (B)(6) that the surgeon adjusted at 7 degree posterior slope for the tibial cut and set the tibial guide. However, the result was 10 degree anterior slope in the validation of the cut surface. The variance was 17 degree between the plan, 7 degree posterior slope and the result, 10 degree anterior slope. He then recut the surface and the validation result was 3 degree anterior surface resulting in a 10 degree variance between the plan. As a result, the surgeon decided to use conventional instruments and recut proximal tibia. In addition, the surgeon confirmed that he had incorrectly fixed the tibial cut guide to the tibia which would have displaced or loosened the fixation of the tibial adjustment mechanism. There was no malfunction of the system, and no patient injury or adverse outcome reported as a result of this event.